Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving morphine 3mg/ml via an implantable pump. It was reported the patient came from the clinic after the pump was unable to be refilled. The pump was upside down. There were no reported environmental, external or patient factors that may have led or contributed to the issue. The pump was manipulated manually and filled. The pump was filled and the physician referred the patient for surgery to fix the pump. Surgical intervention did not occur but was planned but not yet scheduled. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.